Event description:
The customer contacted philips to report that the mrx failed the opcheck for the ECG lead set. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submited upon completion of the investigation.